Event description:
A clinical review was undertaken regarding product feedback reported by dr. (B)(6). Culture positive (B)(6) was identified in a pt (B)(6) days after canaloplasty surgery utilizing the iscience interventional itrack 250a ophthalmic microcatheter (om). No unusual intraoperative events were noted. A sterile surgical preparation was performed. The itrack 250a om was placed into schlemm's canal after scleral dissection. There was no observed perforation of the microcatheter into the intraocular space. A suture was placed to expand the canal and a limbal paracentesis was also constructed as a typical during a canaloplasty procedure. Post-operative antibiotics were used. Pt exam on post operative day 1 was unremarkable without evidence of wound leak or infection. Some localized blood under the corneal descemet's membrane was reported. On post-operative day 4, the pt presented with anterior chamber fibrin and cells. An anterior chamber tap was performed and a culture of aqueous humor ultimately produced group b hemolytic streptococcus. Intravitreal injections of gentamycin, ceftazidime, and prednisone were delivered that day.

Manufacturer narrative:
While canaloplasty is generally considered a "non-penetrating" glaucoma surgical procedure, a limbal or corneal paracentesis is commonly performed to release aqueous humor and lower the intraocular pressure prior to cannulation of schlemm's canal with the microcatheter. A paracentesis is commonly performed as part of a multitude of other intraocular surgeries (e.g. Cataract surgery and trabeculectomy) and may also be performed in the office setting for acute lowering of intraocular pressure. A paracentesis can provide access to the intraocular space for an infectious pathogen. The iscience ophthalmic microcatheter, however, is ideally placed into schlemm's canal through a separate partial thickness scleral dissection and does not access the intraocular space directly. A review of the iscience lot history record reveals nothing unusual in the MFR and sterilization of the lot. There have been no previously reported cases of endophthalmitis associated with the microcatheter use. Endophthalmitis is a well recognized complication of intraocular surgery and intraocular injections. And is related to the access and exposure of the intraocular space. Endophthalmitis is also commonly reported following intraocular surgeries such as penetrating keratoplasty and trabeculectomy. And can be related to non-surgical procedures such as intravitreal injections. Endophthalmitis may also occur after superficial ocular surgeries such as lasik and pterygium excision. The most common bacterial pathogens are typically gram positive cocci as identified in this pt. As this pt had no history of systemic infection, immunocompromise or ocular trauma, the ocular infection is most likely related to the surgical procedure.